Manufacturer narrative:
**UDI related data quality updates only** the previously submitted report had lacking or incorrect information in sections d1 brand name, d4 UDI number and h4 device manufacture date. These sections have been updated with corrected information.

Manufacturer narrative:
Section h6: based on the assessment of 125d serial number (B)(6), the unit was found to be fully operational, and producing and delivering oxygen within specification. No problems were observed during testing and the unit passed all pulse dose accuracy testing. Section h7: the initial report indicated an inspection, however there is no remedial action initiated for this device.

Event description:
Devilbiss healthcare was notified by a home oxygen supplier of a complaint regarding a portable oxygen concentrator (poc) that allegedly stopped delivering oxygen during use. The home oxygen supplier stated the end-user lost the power cord, and a replacement cord was delivered on 9/25/2023, at which time it was noted the device was "working fine." While the end-user was at work on (B)(6) 2023, he reportedly experienced "respiratory distress", and became "unresponsive." It was reported by the oxygen provider that the patient received immediate medical care and was subsequently admitted to the hospital. The home oxygen supplier reported the end-user stated that "he didn't feel like he was getting a pulse dose [of oxygen] from the unit prior to the incident." The end-user was discharged to home on (B)(6) 2023. Devilbiss is actively working to retrieve the unit for evaluation, along with seeking details regarding the medical cause of the care provided. Devilbiss will provide an update should more information become available.